Manufacturer narrative:
One nt 2000 ix neurotherm rf generator was returned for evaluation. No visual anomalies were noted. The nt generator was connected to an external power source and powered on successfully, however the reported start up issue occurred. Replacing the stimulation board resolved the reported issue. Testing of all ports was conducted while monitoring the port temps and impedance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the cause for the reported event was due to an abnormal functioning stimulation board.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in a subsequent submission.

Event description:
During a radiofrequency ablation the generator was switched on but soon after gave a high pitched beep and the error message "communication error - controller not responding or incompatible" was received. The generator was unable to be advanced past this message. The patient was already in the procedure room when the case was cancelled. There were no adverse consequences to the patient.